Event description:
It was reported that the handpiece started smoking and began overheating during an orthopaedic surgical procedure. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported conditions of the device were confirmed. Based on the investigation details, the likely cause was problems with 3rd party motor wires and trigger assembly tampering. All 3rd party parts were replaced along with some other components. Service repaired and returned the driver to the customer.